Event description:
It was reported that this right ventricular (rv) lead had never functioned properly, and exhibited loss of capture. The lead was surgically abandoned during a therapy downgrade procedure. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).